Event description:
It was reported during vns replacement surgery due to normal battery depletion that high impedance was observed. It was noted that the original generator was dead due to normal depletion and could not be tested prior to replacement. Once the new generator was placed on the existing lead, high impedance was observed. The lead pin was removed and re-inserted a total of 3 times confirming proper pin insertion and identified the cause of the high impedance was due to the lead. Once the lead was removed and replaced with the new generator and new lead, the device worked as intended. The explanted devices were noted to have been discarded after surgery.